Manufacturer narrative:
Evaluation could not reproduce the reported complaint. Locking nut of the power supply unit connection was found to be loose. The investigation methods, results and conclusion are not finalized at this stage. If further information becomes available, a supplemental report will be submitted. Resmed reference (B)(4). The reportable event occurred outside the us. During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error.

Event description:
During resmed evaluation of an astral device, error message (sf180) related to a battery fault was identified in the device error logs. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a faulty internal battery. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
During resmed evaluation of an astral device, error message (sf180) related to a battery fault was identified in the device error logs. There was no patient harm or serious injury reported as a result of this incident.